Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had multiple episodes today that were detected in the ventricular tachycardia (vt) zone. Anti-tachycardia pacing (atp) and shocks were delivered and therapy was exhausted. A review of the stored episodes demonstrate what appears to be an atrial driven arrhythmia. The caller contacted the patient's physician and discussed the findings. The patient stated he had taken his tikosyn later than usual and was seeing his cardiologist now. No adverse patient effects were reported.